Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo.

Manufacturer narrative:
Concomitant medical products: 5076-58 lead, implanted: (B)(6) 2006. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that artifact was noted on both the right atrial (ra) and right ventricular (rv) leads. The leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.